Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Small right pleural effusion was noted. Physician believes this may be related to this lead, but is unsure. No surgical intervention was noted. Outcome is currently unknown. Should additional information be received, this file will be updated.